Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was seen in the hospital due to beeping sounds. When the device was interrogated, the device battery voltage was at end-of-life. It was reported that the device was was at a monitoring voltage of 2.87 at the last follow up visit. An allegation of premature battery depletion had been made. This ICD was explanted and a new ICD was successfully implanted. No adverse patient symptoms were reported.